Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline boot cover associated with surgical tools kit lot 516934 was returned for evaluation. The driveline cable associated with (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the driveline cover's inspection documentation and the pump's manufacturing records confirmed that the associated devices met all requirements for release. On-site inspection revealed that the driveline boot was stuck on the driveline and had to be cut to be removed. On-site inspection of the driveline connector revealed that the locking mechanism was difficult to move, and foreign material was observed on the driveline connector, as noted in visual evidence provided by the site. On-site inspection also revealed damage to the driveline cable outer sheath. Visual inspection of the returned driveline cover revealed that the device was received in a damaged condition; therefore functional testing and dimensional verification could not be performed. Visual inspection also revealed foreign material within the device, likely due to the handling of the device. Add itionally, visual inspection revealed slight discoloration around the edge of the driveline cover. Supplemental testing previously performed on similar samples revealed that the driveline covers analyzed exhibited increased hardness and material stiffness as compared to a control sample. As a result, the reported event was confirmed. Of note, an external driveline connector cleaning along with manipulation successfully allowed disengagement of the driveline from the controller. A driveline sheath repair was performed to mitigate the reported driveline cable damage. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to contamination/foreign material between the driveline connector and driveline cover, leaching of the plasticizer from the material, and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating stuck driveline covers. Based on the risk documentation and historical review of similar events, possible root causes of the observed driveline sheath damage may be attributed to multiple factors including but not limited to normal wear over time and/or improper handling. Based on the available information, the most likely root cause of the reported difficulty disengaging the driveline cable from the controller can be attributed to foreign mat erial found within the locking mechanism of the driveline connector. Additional products: d4: lot #: 516934 d9: yes, return date: 09-jun-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c06, c07 h6: FDA conclusion code(s): d1501 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the driveline boot cover serial number of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system ¿boot cover. Model #: unk/ catalog #: unk/ expiration date: unk / lot#: unk UDI #: (B)(4), no. Mfg date: unk, no. Patient ime code(s): e2403, imf code(s): (B)(4), img code(s): (B)(4). FDA device code(s): a150207, FDA results code(s): c21. FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a prophylactic controller exchange procedure, the ventricular assist device (vad) driveline boot cover was stuck and could not be pulled back to allow access to the driveline connector. The driveline boot cover was cut off, and there was debris and dirty build up around the driveline. The driveline connecter was locked and could not be removed. The driveline connector was cleaned with alcohol swabs and manipulation was performed until the driveline connector was freed of debris and was able to unlock. Following the controller exchange, a new driveline boot cover was placed on the driveline and driveline sheath repair servicing was performed. The vad was stopped for approximately five seconds. The vad driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Additional products: d1: heartware ventricular assist system ¿boot cover, d4: model #: 1317, catalog #: 1317, serial or lot#: (B)(6), UDI #: (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.